Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1351 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refw1351) have been reported from the same facility.

Event description:
It was reported leaking midline. Additional information received 02/18/2022: a detailed description of the event: trimmable midline leaking at the site. What type of catheter securement was utilized? Stat-lock. Was the product used on a patient? Yes.